Manufacturer narrative:
On (B)(6) 2020, during the visual evaluation of the device, a tear was observed on the posterior aspect, measuring 6.2 cm. Please note that the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture and insufficient paperwork. The evaluation was limited to non-destructive testing. If you would like us to conduct a more exhaustive evaluation, please complete the attached form and send it back by replying to this message. Once the form is received, the device will be thoroughly analyzed via microscopic examination and a new letter will be provided. If the form was recently provided, please disregard this additional request. A second product was received. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, the following event took place: on (B)(6) 2018, it was reported incorrectly that the patient had undergone explantation on an unknown date. On (B)(6) 2018, it was reported that the patient had been scheduled for surgery on (B)(6) 2018. In addition, multiple attempts have been made to obtain further information, however, it has not been made available. If additional information becomes available in the future a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation revision with a gel mentor memorygel breast implant 700cc and experienced rupture on the left breast implant. The rupture was confirmed by the healthcare professional by MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 11/26/2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, the patient had undergone explantation on an unknown date. Manufacturer¿s reference number: (B)(4).